Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer treated with 8.2 u of insulin. Customer stated that they will monitor the blood glucose and treat as needed and they will call there dr office just to keep them in the loop. Product will not be returned for analysis.